Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all luer lock adapters shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. A temporal relationship exists between ccpd therapy utilizing the safe lock apd luer lock connector and the event of peritonitis which warranted antibiotic therapy. The definitive etiology of the peritonitis is unknown based on the information available, the safe lock apd luer lock connector cannot be disassociated from the event. While the caregiver was observed overtightening the safe lock apd luer lock connector, it is unknown if this occurred on the night of the event causing the fluid leak and/or peritonitis. Additionally no evaluation of the product can be conducted, as no sample was retained. Therefore a possible causal or contributory role cannot be excluded.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that their safe lock apd luer lock connector was ¿loose,¿ and there was fluid on the floor following treatment. The patient stated they contracted peritonitis shortly after the event, but was uncertain if the two were related. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis. Peritoneal effluent cultures were obtained (date not provided) and were positive for gram positive cocci (species and genus not provided). The patient was treated outpatient with intraperitoneal vancomycin and fortaz (dosage and frequency not provided) for 3 weeks. The patient reportedly continued to perform ccpd therapy while being treated, and has since recovered from the event. The pdrn stated the patient and caregiver were observed during set-up, and it was discovered the patient¿s caregiver was overtightening the safe lock apd luer lock connector. The pdrn stated due to the cultured organism it was unclear if the fluid leak from the safe lock apd luer lock connector or touch contamination caused the peritonitis. No sample was retained for evaluation. The patient and caregiver were reeducated and there has been no repeat of the event.